Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cortisol ii results for 4 patient samples on a cobas e 801 module. On (B)(6) 2025, the customer performed qc and observed low results, which promoted them to repeat patient samples previously run from 03-jul to (B)(6) 2025. For patient 1, the initial cortisol result was 7.20 nmol/l. The repeat result was 1.50 nmol/l. For patient 2, the initial cortisol result was 5.60 nmol/l. The repeat result was 1.50 nmol/l. For patient 3, the initial cortisol result was 17.00 nmol/l. The repeat result was 4.40 nmol/l. For patient 4, the initial cortisol result was 6.40 nmol/l. The repeat result was 1.50 nmol/l. The exact dates of initial testing of the patient samples and information on which results were deemed correct was requested but not provided.

Manufacturer narrative:
The patient samples affected were saliva samples. It was clarified that the repeat results were believed to be correct. The calibration recovery data provided was acceptable. The alarm trace showed multiple sample quality alarms. The field service engineer (fse) inspected the analyzer and did not find any issues. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.